Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 24069155 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material #:2426-0007. Batch#:24069155. It was reported by customer that the alaris IV tubing tore apart at the port and separated below the pump section. Verbatim: rcc received a complaint via email. Alaris IV tubing tore apart at the port and separated below the pump section. Product number - 2426-0007. Lot number - 24069155.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #:2426-0007, batch#:24069155. It was reported by customer that the alaris IV tubing tore apart at the port and separated below the pump section.